Event description:
It was reported that "a report was received from a physician that the pt was treated at another healthcare organization for removal of a retained guide wire. The guide wire was used when a tessio catheter was inserted for dialysis in 2002." The pt suffered no ill effects from the incident.